Manufacturer narrative:
The field service engineer (fse) discovered blocked reagent probe a wash line and failed valve, which was replaced to resolve the issue. The fse performed carryover tests and quality control (qc) precision test successfully. The unit conformed to the manufacturer's published performance specifications.

Event description:
The affiliate reported the customer alleged falsely elevated triglyceride (tg) results, for multiple patients, involving unicel dxc 800 synchron system. The customer indicated the results were non-reproducible at lower level and quality control (qc) was out of range. It is unknown if qc was out of range prior to or after the erroneous results were generated. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.